Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the his lead was unable to pass through the delivery catheter smoothly and could not reach the target placement location. Once the lead was placed, it was difficult to remove the catheter from the lead. The catheter was removed, replaced, and the lead was implanted successfully. The his lead remains in use. No patient complications have been reported as a result of this event.